Event description:
The customer reported that the system was shutting down (uncommanded) every 5-10 minutes. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm power supply voltage was adjusted. The system was then found to be operating as intended.